Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem was confirmed, error code, e116, displayed due to a defective printed circuit board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oml) was informed by the customer that the asset/demo visera 4k ultra high-definition camera control unit has an ¿otv error¿, error e116 appeared on the touchscreen before starting procedure, camera head was attached.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e116 occurred due to a faulty circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.